Event description:
As reported by an edwards filed clinical specialist, a 26mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. Difficulties were encountered during the advancement of the valve and delivery system through the esheath. High push force was needed to get the valve through the sheath. The valve was deployed in the proper position with good results. Upon removal of the devices, a sheath liner tear along the entire sheath was observed. It was reported that blood 'rushed out and all over the physician'. Following the removal of the devices, a vascular injury was noted. A stent was placed to repair the injury. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The edwards esheath plus was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. The provided procedural imagery was of low resolution and the reported liner tear could not be confirmed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilia-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Preprocedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the complaints for 'resistance between system components - difficulty advancing through sheath' and 'sheath liner torn' were not able to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported 'difficulties were encountered during the advancement of the valve and delivery system through the esheath. High push force was needed to get the valve through the sheath. The valve was deployed in the proper position with good results. Upon removal of the devices, a sheath liner tear along the entire sheath was observed.' Per IFU/training manual 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.' Calcification can reduce the vessel lumen and may increase restriction leading to resistance. Calcification can also damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weaken liner can tear during the advancement or retrieval of the delivery system. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system, which can cause the delivery system to catch onto the tip or liner of the sheath and create liner tears upon removal. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, leading to resistance. A definite root cause for the liner tear and vascular injury could not be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information available, the exact cause of the vascular complication cannot be confirmed. Investigation results suggest in addition to procedural factors (possible manipulation of the devices) and/or possible patient factors (access vessel mld, calcification, tortuosity) may have contributed to the vascular injury and subsequent peripheral stent placements.